Event description:
It was reported that this left ventricular (lv) lead exhibited low pacing impedance within normal range. Additionally, an undersensing event was present but therapy was not delayed. This lead remains in service. No adverse patient effects were reported.